Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5078605) on 07-aug-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("bleeding for six months") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sleep apnoea syndrome ("sleep apnea"), hypoaesthesia ("numbness in hands ans feet"), headache ("chronic headache") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced oedema ("swelling"). At the time of the report, the pelvic pain, genital haemorrhage, weight increased, sleep apnoea syndrome, hypoaesthesia, headache, hypersensitivity and oedema outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, headache, hypersensitivity, hypoaesthesia, oedema, pelvic pain, sleep apnoea syndrome and weight increased with essure. The reporter commented: the seriousness criterion ¿ disability/permanent damage, required intervention¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Case was initially received via regulatory authority (reference number: mw5078605) on 07-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("bleeding for six months") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), sleep apnoea syndrome ("sleep apnea"), hypoaesthesia ("numbness in hands ans feet"), headache ("chronic headache") and hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced oedema ("swelling"). At the time of the report, the pelvic pain, genital haemorrhage, weight increased, sleep apnoea syndrome, hypoaesthesia, headache, hypersensitivity and oedema outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, headache, hypersensitivity, hypoaesthesia, oedema, pelvic pain, sleep apnoea syndrome and weight increased with essure. The reporter commented: the seriousness criterion ¿ disability/permanent damage, required intervention¿ was reported, but not specified or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("bleeding for six months") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), sleep apnoea syndrome ("sleep apnea"), hypoaesthesia ("numbness in hands ans feet"), headache ("chronic headache") and hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced oedema ("swelling"). At the time of the report, the pelvic pain, genital haemorrhage, weight increased, sleep apnoea syndrome, hypoaesthesia, headache, hypersensitivity and oedema outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, headache, hypersensitivity, hypoaesthesia, oedema, pelvic pain, sleep apnoea syndrome and weight increased with essure. The reporter commented: the seriousness criterion ¿disability/permanent damage, required intervention¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.